Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had sluggish performance and took more time to process login credentials at the fingerprint scanner. Additionally, there were significant delays when loading the patient list and during general usage. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performance was sluggish. A technical support specialist dialed into the station for 30 minutes. Customer reported that the issue occurred when nurses logged into the station, pulled patient information, and accessed order details which took long time that usual. Customer confirmed the issue was related to it site communication and has since been resolved with it assistance. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had sluggish performance and took more time to process login credentials at the fingerprint scanner. Additionally, there were significant delays when loading the patient list and during general usage. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.